Event description:
Nurse discovered IV catheter had mold inside the package and she did not open the package. The nurse immediately reported it to quality & safety. All lot numbers were sequestered. Manufacturer response for IV catheter, autoglide (per site reporter). Bd is swapping out all impacted lot numbers with replacement product. Full recall has not been instituted but manufacturer is looking at it.